Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure per the dfu and completing aspiration testing of the device. Test results showed that this device did not perform as designed withdrawing 2ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues.

Event description:
It was reported that loss of aspiration occurred. A 2.1mm jetstream xc was selected for an atherectomy procedure in the superficial femoral artery. The device was operating normally inside the patient then the aspiration port stopped working. The catheter was pulled back into the clear lumen. Flow was unable to be restored in the aspiration port. The catheter was removed from the patient and re-primed in a bowl; however aspiration was still unable to be restored. No error message displayed and no visible defects were noted. The procedure was completed with another of the same size device. There were no patient complications and the patient's status if fine.